Event description:
It was reported that the patient never felt as though the spinal cord stimulation (scs) system worked for her lower back pain. The patient underwent a system explant procedure and was recovering as expected. The devices were discarded by the medical facility. The physician noted there was inconsistent patient feedback and a lack of accountability on the patients part.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19660475. Brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19660475. Brand name: linear 3-6 upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 19863834. Brand name: linear 3-6 upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 19863834. Brand name: na upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 19541349. Brand name: na upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 19518087.